Manufacturer narrative:
The device is not available for investigation however, a photo was provided and is awaiting investigation. Reporting phone number (B)(6).

Event description:
The event involved a 4 clave connector infusion set where it was reported that the nurse attached the chemotherapy to a 4 prong closed giving set. Staff nurse went to ensure tails of chemotherapy where connected securely to the prongs. Staff nurse twisted one of prongs to ensure correctly attached when the tubing cracked and broke - leading to a chemo therapy spill. The faulty equipment was removed and replace by new 4 prong from different batch number. No harm to staff member or patient, chemo spill kit used to clean area using full ppe precautions. Area decontaminated by nursing staff and terminally cleaned by support staff. Equipment photographed and disposed off. Batch number recorded and all stock removed from unit. The status of the product at the time of the event was during attachment chemo to a 4 prong closed giving set. The affected product was disposed. Additionally, it was stated that the issue occurred when attaching cytotoxic drug tail to 4 prong when at patient chair side. No noted damage or cracks to equipment before use. Equipment disposed of as in contact with cytotoxic drug. Fault noted when attaching drug line to 4 prong. There was no report of patient harm.

Manufacturer narrative:
Three (3) photographs were shared by customer, in the first photo is observed one new face-up sealed package of item 011-h1268, in the second photo is observed one new face-down sealed package of item 011-h1268, lot#5969364 and in the third photo the item 011-h1268 is connected from the drip chamber and one clave is missing from the trifurcate. The complaint of leakage can be confirmed based on the photos provided by the customer due to a separated/missing clave from the trifurcated connector resulting in leakage. However, cracking and breakage were not visible in the photos. Additionally, a lot history review was performed showed a non-conformance of this lot, which was the same as the reported issue/condition. The probable cause was due to an insufficient solvent applied during manufacturing process. The device history record for lot 5969364 was reviewed and detected a part with lack of solvent and in the sampling. Quantity impacted and sampling results (fail/pass): the entire order was stopped for the quantity of (B)(4) pieces. During sampling c=0, 8 parts are taken for inspection and one part is detected with lack of solvent. During sampling c=1, 274 pieces had been inspected when the 2nd piece with defect was detected. This conditions matches with the customer complaints.